Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the suction cylinder and air/water cylinder can be confirmed to be dirty from the device inspection result by olympus australia & new zealand (oaz), it is possible that the cleaning was insufficient. The instruction manual states the possibility of infection by insufficient reprocessing. Oaz did not perform the microbiological testing, so olympus medical systems corp. (Omsc) could not confirm whether the reported event was reproduced. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) & new (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the bending angulation did not meet the standard value due to wear of the angle wire. The adhesive of the bending section rubber was cracked. The endoscope connector was deformed. The suction cylinder and air/water cylinder were dirty. The distal end, universal cord, bending tube, biopsy channel, air/water channel, and auxiliary water channel have been replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time: (B)(6) 2021; all channels: pseudomonas aeruginosa (20 cfu). Second time after re-cleaning: (B)(6) 2021; pseudomonas aeruginosa (10 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, after manual cleaning. There was no report of infection associated with this report.